Event description:
Healthcare professional reported paradoxical adipose hyperplasia (pah) on the abdomen area on (B)(6) 2025, with their curve 150 applicator for a coolsculpting elite post treatment. Later, healthcare professional reported "subcutaneous masses in upper and mid abdomen", "localized abdominal discomfort", "mild abdominal tenderness and a palpable bulge in the mid-upper epigastric region", "visible localized fat collections that appear thicker than the surrounding tissue, with a slight indentation", "small focal fat collections consistent with lipomatous changes", "feels the abdomen has lumps and the classic 'stick of butter'" and "r22.9 - localized swelling, mass and lump, unspecified". Patient was treated on the abdomen and flanks.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.